Manufacturer narrative:
This report is filed on june 06, 2017.

Manufacturer narrative:
This report is submitted on may 24, 2017.

Event description:
Per the clinic, the patient experienced pain and a performance decrement with device use and subsequently elected to have the device explanted. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.